Event description:
While priming baxter clearlink system with IV fluids and before loading the tubing into the pump, determined tubing was leaking fluids. Found a break in the tubing right below the white segment.